Manufacturer narrative:
According to the customer on 5/19/2026, she was going up the ramp and the screw came out. She did not fall and was caught by son and husband. She only went sideways. The son and husband was able to pick her up and took her inside the house. There was no injury and the user is doing good. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on 5/19/2026, she was going up the ramp and the screw came out. She did not fall and was caught by son and husband.